Event description:
Further information indicated that the culture test performed on (B)(6) 2015 was (B)(6). It was reported that no known manipulation occurred which could have caused the infection. It was reported that the wound was reconstructed surgically, the necrotic parts were excised. An abscess could not be confirmed. The vns devices were not explanted. It was reported that the patient was put on a 14-day antibiotic therapy with vancomycin 2 g / d IV. Wound swabbing, nose and throat taken on (B)(6) 2015 were negative.

Event description:
It was reported that the vns patient had presented infection of the neck incision. It was reported that the patient complained of irritation at the neck incision site on (B)(6) 2015. The patient was referred to the implanting surgeon for examination of the incision. Samples were taken from the incision with a swab for testing but no results were communicated to date. Review of manufacturing records confirmed sterilization for both the lead and the generator prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.